Event description:
Event description boston scientific received information that at this patient's two month follow up visit, difficulty was experienced during device interrogation due to telemetry issues. Noise was observed on the egms, which was confirmed by corresponding markers. The battery status was at beginning of life (bol). A download of the device memory was evaluated by guidant engineers which confirmed normal device function. At that time, it was recommended to adjust the device sensitivity for therapy optimization. At the patient's next follow up visit, the battery status was no longer at bol, despite nominal outputs. Therefore, the device was explanted as the patient is pacemaker dependent. This device is included within a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor.